Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  UDI: (B)(4). Added: b5, d4, d6 and h6 (patient code/device code). H6 patient code: no code available (3191) used to capture (device revision/replacement).

Event description:
The patient underwent a left knee revision due to pain, femoral component loosening, and tibial tray migration and loosening. The surgeon noted because of the migrated tibial tray there was significant wear on the medial aspect of the tibial insert which caused polyethylene wear disease in the synovium. The femoral component was noted to be loose around the posterior lateral condyle at an unknown interface. Two depuy cement products were used during the primary operation. Doi: on (B)(6) 2014, dor: on (B)(6) 2019, left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening at the tibial component at the cement to implant interface. Depuy cement was used. Initially thought knee might be infected however, the results came back negative. Could see translucent lines around the base plate on x-ray and the tibial base came out clean with no cement on the underside. Surgeon made a comment on how most of the old attune base plates he had to revise all come out with no cement on the underside of the tibial base plate. Doi: unknown; dor: (B)(6) 2019; left knee.